Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(4) - (B)(4) ((B)(4)). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient. On (B)(6) 2023, transthoracic echocardiogram (tte) for 3 month follow-up revealed neither device related thrombus (drt) nor leak. From around 22:30 on (B)(6) 2024, the patient felt weakness in his right hand and the symptoms persisted, so he was taken to the emergency room. His right upper limb become hollow and was slightly dropped when he raised it. He could bend his fingers, but it was clumsy. There was no paralysis of the lower limbs. Head magnetic resonance imaging (MRI) showed evidence of acute cerebral embolism in his left precentral gyrus. He was admitted to the hospital for further investigation and rehabilitation treatment from (B)(6) 2024 to (B)(6) 2024. The patient's medication was changed from aspirin to clopidogrel. The patient did not experience any permanent injury or disability. The patient was reported as stable. The cause of stroke was believed to be from a plaque of the aorta.

Manufacturer narrative:
An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the the patient felt weakness in his right hand and the symptoms persisted, so he was taken to the emergency room. His right upper limb become hollow and was slightly dropped when he raised it. He could bend his fingers, but it was clumsy. There was no paralysis of the lower limbs. Head magnetic resonance imaging (MRI) showed evidence of acute cerebral embolism in his left precentral gyrus. The patient was admitted to the hospital and medication (clopidogrel) was given. The patient was reported as stable. The cause of stroke was believed to be from a plaque of the aorta. Based on the available information, the root cause of the reported event appears to be related to patient conditions (plaque of the aorta). There is no indication of a product quality issue with regards to manufacture, design, or labeling.